Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The device was deactivated at 1920 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The device generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). Download data shows that the pulse widths slightly increased towards the end of pod operation but did not become timeouts. No occlusion was found within the pod and the batteries and shape memory alloy (sma) wires were measured to be within specification. The exact cause of the 0x6a hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the blood glucose (bg) reached 13 mmol/l (234 mg/dl) while activating a new pod. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula had not inserted into the patient's skin; however the cannula was visible after removal. As treatment, a new pod was applied.